Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The patient was not receiving readings because of the transmitter failure. Her husband noticed that she was too weak while checking her strength. She eventually went into a diabetic coma afterwards, with stiffened arms before losing consciousness. An ambulance was called and she was administered glucagon injections and dextrose via intravenous (IV) therapy before being taken to the hospital. At the time of the report she confirmed that she was stable but still being monitored. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.